Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a dual coil lead was changed out for a single coil lead, the caller complained after learning that a superior vena cava (svc) coil warning observation would be persistently displayed. All associated alerts had been disabled, and no alerts were recorded on prior remote transmissions, however the customer was described as "being sure" that the device was alerting. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.